Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Associated MDR: 1018233-2013-00052. Please refer MFR report # 9617613-2012-00301.